Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was not confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet bionic pancreas became unresponsive following a software update, presenting a failed-update notification, a frozen alarm that would not dismiss, and inability to restart or factory reset, after which a replacement device was provided. Symptoms included device unavailability without reported adverse clinical effects. Outcomes included interruption of pump therapy and transition to a backup pump. Investigation included internal engineering review and receipt and inspection of the returned device. Failure investigation was unable to replicate the alleged device issue. No fault was found with the device; therefore, the complaint is not confirmed.